Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821. Product ID: 9735811, h6: multiple annex a codes were coded for this event. A05 was coded for the camera needing repair. A1102 was coded for the localizer faulted error. Multiple annex g codes were coded for this event. G0405204 was coded for product ID: 9735811. G05001 was coded for product ID: 9735821 h3, h6: the system was serviced in the field and an optical commutation failure was confirmed. The camera and camera clip were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera needed repair. The camera localizer faulted. There was no patient involvement.